Event description:
It was reported that during an endoscopic retrograde cholangiopancreatoscopy (ercp) procedure, a shaft break occurred. The lesion was located in the common bile duct (cbd). The rx 10mm x 40mm wallstent biliary stent delivery device (sds) was advanced to the lesion. Upon attempting to deploy the stent, the shaft of the sds broke outside of the working channel of an unspecified endoscope and the stent was unable to be deployed. All pieces of the device were removed and the procedure was completed with another of the same device. No pt injuries or complications were reported. The pt's status is reported as "fine".